Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed a usage pattern of exchanging and recharging batteries before they discharge below the 25% threshold. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a tear in the cable near the connector. The confirmed malfunction is related to the reported event. In addition, the battery failed functional testing due to a high max error, indicative of a unit that is out of calibration. Log file analysis also revealed occurrences of premature switching events. These are incidental findings not related to the reported event. The most likely root cause of the failure is mishandling of the device, which likely contributed to the event. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's battery had a tear in its cable cord. The battery was exchanged with no reported patient consequences. No further information was provided.